Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead implanted exhibited far r wave over-sensing. Fluoroscopy showed that the lead had dislodged. The helix of the right atrial lead exhibited failure to retract helix. The right atrial lead then exhibited failure to capture. The atrial lead was capped and replaced during the same procedure on 20 july 2022. Patient was stable.